Event description:
The customer reported that the device did not seal. The generator in use provided endtones, indicating a complete seal cycle. The surgeon used suturing to control the bleeding. The amount of blood loss was not provided by the site contact. The pt is reported as having recovered.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.